Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did not contact their managing physician for the issue. The patient stated that the implant was working and no steps were taken to resolve the issue. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urge incontinence, urgency frequency, urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was concerned that their implantable neurostimulator (ins) was not working because they did not feel the stimulation and had not seen an improvement in their symptoms. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient contract their healthcare professional (hcp) for the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.